Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of second microbiological testing by the user facility, the subject device tested positive for unspecified microbes. Other detailed information such as the number and the type of microbes and the reprocessing method was not provided. The user facility also states that the instrument channel is suspected to be defective. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The device is currently quarantined. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4). Sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel and the distal end of the subject device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found followings; the distal end cap was scratched, dents and deformed. The insertion tube had wrinkles. The remote switch 1 had heavy scratches/cuts. The bending angle did not meet specification. Inside of the instrument channel was scratched. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.